Manufacturer narrative:
The manufactured date and expiration date have been provided. Therefore, expiration date and manufactured date have been populated. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made the device history record (DHR) for the lot number 17537838l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/16/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a soundstar eco catheter and pentaray navigational eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 240 cc. Patient was reported to be in stable condition after the adverse event and at the time of complaint update. There is no confirmed information regarding extended hospitalization. Patient was in sinus rhythm and atrial fibrillation during the procedure. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter outer diameter was measured and it was found within specifications. Then the catheter was tested for electrical performance and it was found within specifications. Additionally, a deflection test was performed and the catheter passed. Then an irrigation test was performed and the catheter failed. The catheter was dissected and it was found that the irrigation tubing was folded in tip transition also it was found the triple lumen separately from the tip. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event and cardiac tamponade remains unknown additionally physician¿s opinion regarding the cause of the adverse event is that it was not related to biosense webster, inc. Products. The root cause of the irrigation tube folded cannot be determined.

Manufacturer narrative:
Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted. Concomitant medical products: 1.carto 3 system, model #: m-4800-01, serial: (B)(4); 2.ez steer coronary sinus catheter, model #: d-1263-05-s, lot #: 17620119m; 3.non biosense webster, inc. - esophastar mapping catheter - (B)(4); 4.non biosense webster, inc. - (B)(4) needle -(B)(4); 5.non biosense webster, inc. - (B)(4) transseptal needle; 6.non biosense webster, inc. - (B)(4) sl0 sheath (with dilator and wire). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a soundstar eco catheter and pentaray navigational eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 240cc. Patient was reported to be in stable condition after the adverse event and at the time of complaint update. There is no confirmed information regarding extended hospitalization. Patient was in sinus rhythm and atrial fibrillation during the procedure. Physician¿s opinion regarding the cause of the adverse event is that it was not related to bwi products. Transseptal puncture was performed with a heartspan transseptal needle. Sheath in use was a st. Jude medical sl0 (with dilator and wire). There is no information regarding generator settings, irrigated catheter flow setting, or anticoagulation during the procedure. The esophastar mapping catheter was not yet in the esophagus. The pentaray navigational eco catheter was in use at the time the injury was noted. It was noted that no smarttouch ablation catheter was opened. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.